Manufacturer narrative:
The device passed the sleep current measurement, active current measurement and displacement test. No unexpected battery power loss alarms noted during testing. The device functioning properly. Pump error 25 noted due to connector resistance issue with electrical board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device has replace battery now alarm. Battery was replaced. Alarm occurred a second time in less than ten hours of use. The customer¿s blood glucose level at the time of the incident is 144 mg/dl. No further details or information available. The device will be returned for analysis.